Event description:
The caller reported that an 8 percutaneous tracheostomy tube broke at the flange. The caller reported that the inner cannula stayed attached, but they had to hold the tracheostomy tube together. It was placed in the pt in 2009. The 8 percutaneous tracheostomy tube was removed and replaced with a 6dct tracheostomy tube.

Manufacturer narrative:
The 8 percutaneous tracheostomy tube lot# 0807000783 was received for evaluation. The failure investigation found the snap head was separated from the outer cannula. The reported failure was confirmed.